Event description:
A customer contacted beckman coulter inc. (Bci) regarding a false low glucose (glum) result generated by the unicel dxc 600 pro synchron clinical systems for one patient. The sample was repeated with higher results. The low result was not reported out of the lab. Patient treatment was not affected in connection with this event.

Manufacturer narrative:
Qc prior to the event was within lab established range. A field service engineer (fse) was dispatched: the fse inspected the instrument and performed some minor repairs; however, didn't find anything that would have contributed to this event. Customer then performed a precision test with acceptable results. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.